Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall power adapter, which resulted in the pump shutting down. There was no reported adverse impact to customer's blood glucose level. A new charging cable and wall power adapter were sent to the customer.